Event description:
It was reported that the user experienced a brief inability for the ilet to display dexcom g7 continuous glucose monitor (cgm) glucose readings while readings remained visible in the dexcom app, and the display on ilet recovered during the call, indicating an intermittent communication failure involving the antenna/electromagnetic communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the device¿s antenna/electrical-magnetic communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.